Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for an implant, prior to the lead being fixed into the cardiac lumen, lead measurements were tested and available using a pacing system analyzer. After fixing the lead, the measurements were taken again but could not be obtained. No numerical values or markers were available, no signal or sensing was displayed and all electrical components such as capture and impedance could not be obtained. Measurements in unipolar mode were tested and available. It was thought the lead had incurred a short and physical lead damage was suspected by the physician. The lead was replaced and the procedure was completed with no adverse health consequences to the patient.

Manufacturer narrative:
Final analysis revealed a complete lead was returned in one piece. The reported events of failure to sense, failure to capture and impedance could not be obtained were not confirmed.the damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction: section g4 - the awareness date for the previous supplemental for device evaluation submitted 15 sep, 2020 should have been 14 sep, 2020 the analysis completion date rather than 28 jul, 2020 the original event date.